Manufacturer narrative:
Product was not returned for investigation. Investigation not possible. Batch history review could not be completed as lot number is unknown. Conclusion: in similar cases the breaking of the pin was related to mechanical overstress (simultaneous occurrence of bending and torsion). Corrective/preventive action: no action required. If the product related to this complaint becomes available in the future, product will be investigation / failure analysis will be completed.

Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of aesculap ag (manufacturer). Exemption number: e2014018. Manufacturing site evaluation: samples received: none. Without any closed samples a study cannot be performed to determine if the product fulfills the OEM requirements. The lot is unknown, a batch history review is not possible. In similar cases the breaking of the pin was related by mechanical overstress(simultaneous occurrence of bending and torsion). Corrective/preventive actions: according to the internal procedures, there is no need to establish corrective or preventive actions. Device not return.

Event description:
Country of complaint: USA. During a spine surgery the surgeon used a ff904sb distraction pin. Insertion of the pin was without problems, but when the surgeon tried to remove it, the tip of the pin broke off. The surgeon decided to leave the fragment in the patient, because it is made of medical grade material. There was no surgical delay reported. There was no harm to the patient reported.